Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to broken interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported blank display. The incident was reported via phone call. The customer's mother stated that the pump completely stopped working and gone blank. Blood glucose at the time of incident was 84mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. She was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.